Event description:
The customer reported that the lh780 hematology analyzer generated erroneous differential results on one patient sample. The test results were accompanied by an instrument-generated message for blast cells. Because of the instrument flag, a manual differential was performed. The manual differential indicated results different from the initial run on the lh780 analyzer. The testing of the sample was repeated on the suspect lh780 analyze and on another lh780 analyzer present in the laboratory. Results from both analyzers agreed with the manual differential. There were no erroneous results reported outside the laboratory. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. A field service engineer (fse) visited the site on (B)(4) 2009, to evaluate the instrument. He ran diagnostics to check the differential system and verified pump volumes, mixing rate and ls (light scatter) offset. The fse made adjustments to the horizontal laser targeting to peak ls pulse. The quality control was verified before the instrument was put back into service. Raw data from the suspect test results were analyzed. Raw data analysis revealed that the diff (differential) elapsed time was extended and at the boundary of the systems partial clogs (pc1) error detection criteria. The root cause is unknown, but maybe related to part adjustment during service or to a partial clog during initial sample run.